Event description:
It was reported that the patient underwent a pocket revision due to discomfort at the implantable neurostimulator (ins) site. The cause of discomfort was unknown. The ins was also replaced because battery longevity calculations showed the ins was nearing end of service (eos) battery life. Impedance values were measured just prior to surgery and found to be normal. Following replacement, the patient received good stimulation coverage and it was reported the patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495-51 serial# (B)(4) implanted: (B)(6) 2000 explanted: na; product typ extension product ID 7434a serial# (B)(4); product typ programmer, patient product ID 3888-28 lot# l73947 implanted: (B)(6) 2000 explanted: na; product typ lead. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.